Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea, the most probable root cause is late recurrence of symptoms. Part numbers, lot numbers, manufacture dates and expiration dates: ifuse implant, p/n 7040-90, lot# i0854, manufactured 12/04/13, expires 2018-11. Ifuse implant, p/n 7050-90, lot# i0503, manufactured 07/03/13, expires 2018-03.

Event description:
In (B)(6) 2014, the surgeon performed a left side ifuse si joint arthrodesis on the patient placing two implants. The patient had complete relief of her symptoms following the surgery but she fell two months later and the symptoms returned. In (B)(6) 2014, the surgeon performed a revision surgery where he advanced the second implant further across the joint and added one additional implant. No implants were removed. The patient is doing well after the surgery.